Event description:
The description of the following event originated from a foreign distributor in (B)(4). The distributor reported that the screen to 1 of their ventilators "sometimes flash[es]/darkens[s]" when in use, however, ventilator runs normally. They tried to tighten the cable between the use interface module (uim), and gas delivery engine (gde), but they received the same error. The user interface module was replaced with a "known good" one, and that resolved the issue. The ventilator was on a patient at the time of this incident, however, the distributor claims no patient harm.

Manufacturer narrative:
(B)(4). Per information provided by the foreign distributor, carefusion technical support shipped a replacement user interface module, and issued a return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. As of 4/9/2015, carefusion has not received the alleged faulty user interface module. Once received and evaluated, a follow-up medwatch report will be submitted.